Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture unknown baker grade, granuloma " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture unknown baker grade, granuloma, edema, adhesion, inflammation/irritation, malposition, anxiety-product/procedure, flu-like symptoms-ndr.

Event description:
Patient representative reported the following right side events: ":severe pain and burning, scar tissue, chest discomfort, tenderness, itchiness, rupture of right implant, flu-like symptoms, swelling, implants not staying in place, revision due to breast pain and asymmetry, capsulectomy, breast reconstruction, fibrosis, granulomas, inflammation, periprosthetic capsulotomy, fibrin stuck to right implant. Significantly increased risk of alcl, anxiety, mental anguish and fear of alcl, and any condition or symptoms associated with alcl or the prevention of that issue, and other physical and emotional manifestations that are severe and ongoing. Additionally, plaintiff has sustained painful removal and replacement surgeries due to fear of alcl, debilitating physical pain and mental suffering, permanent scarring, biopsy, diagnostic and invasive testing, additional care, as well as other treatment, therapy, recovery, expenses associated with the removal of the biocell textured breast implants, and past and future medical expenses." The device has been explanted.